Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dair procedure for infected total knee replacement. Patient in septic shock, very ill thought to be a resistant staphylococcus infection. Original primary surgery at (B)(6) by dr. (B)(6) (B)(6) 2020. Nothing further to report patient and both surgeon have not consented to the sharing of information including what is included on this document. No further information available. Doi: (B)(6) 2020. Dor: (B)(6) 2022. Unknown knee.

Event description:
The product details clearly stated polyethylene bearing discarded''. Please clarify, was the poly bearing (tibial insert) worn? Not known. Patient underwent dair procedure due to infection.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5.